Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that is alarming all the time. This condition had the potential to interrupt delivery. This condition was found in the biomedical service department. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that "was alarming all the time" was confirmed and reproduced during product evaluation by baxter service personnel. The root cause was attributed to a faulty user interface module printed circuit board (uim pcb) and u65 software. The uim pcb and u65 software were replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.